Event description:
It was reported that the patient had a ¿normal¿ replacement on (B)(6) 2013 and after this, the patient measured 3.05v remaining in the implantable neurostimulator (ins) with the patient programmer. It was noted that 2 weeks later, the patient measured 2.82v remaining in the ins. It was noted that ¿this seemed a bit strange since the limit to start checking the battery more frequently was between 2.7 and 2.8v on the ins.¿ it was further reported that the impedance measurements could not be found at the time of the report. It was further noted that a longevity calculation was performed with the patient¿s settings and the device should reach estimated replacement indicator (eri) in 2.78 years. It was further reported that the impedances were measured on the ¿left as 591 ohms - 5.625 ma and on the right as 69 ohms - high.¿ it was noted that the impedances on the left ranged from 37 to 1681 ohms and the impedances on the right ranged from 42 to 1549 ohms. It was noted that there were shorts seen on contacts several contacts. It was noted that the patient found the therapy to be not as good as before. It was noted that the patient experienced more trembling. It was also noted that there was ¿no really side difference.¿

Manufacturer narrative:
Concomitant products: product ID 37085, lot# unknown, product type extension; product ID 3389-28, lot# 0204342460, implanted: (B)(6) 2011, product type lead; product ID 3389-40, lot# 0204911327, implanted: (B)(6) 2011, product type lead; product ID 37085, lot# unknown, product type extension. (B)(4).